Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer sent e-mail stating the strand broke off when she went to pull out the tampon. No injury was reported.